Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including an arrow-raulerson syringe (ars) and catheter-over-needle for evaluation. The catheter-over-needle contained obvious signs of use in the form of biological material. The introducer catheter was visually examined and a small hole was detected near the luer hub. The hole contained frayed and displaced material, consistent with damage caused by a sharp object (needle, scissors, scalpel, etc.). No defects or anomalies were detected with the other components. The outer diameter of the introducer catheter was measured and was found to be within specification. The introducer catheter was functionally tested by occluding the distal end and injecting water using a lab inventory syringe. Water leaked from the small hole near the luer hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user , "do not cut the catheter to alter length." The customer report of a catheter leak was confirmed by complaint investigation. The returned introducer catheter contained one small hole adjacent to the luer hub. The hole was consistent with damage caused by contact with sharps. A device history record review was performed with no relevant findings. Based on the sample received , it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that when aspirating the blood using ars attached to the catheter over needle, the user found the air was leaking. There was a pinhole near the base part of the needle of the catheter over needle. The kit was replaced with a new one.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when aspirating the blood using ars attached to the catheter over needle, the user found the air was leaking. There was a pinhole near the base part of the needle of the catheter over needle. The kit was replaced with a new one.